Event description:
A malfunction alarm, specifically malf 12, was reported. Customer's blood glucose level did not exceed 500 mg/dl, indicating normal levels. Technical support assisted the customer in resetting the pump and provided information on how to do so. The issue did not recur after the reset, and the customer was advised to continue using the pump and contact support if any further issues arose.